Event description:
It was observed during inspection of the device, the light source had a b30 error (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d8. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error occurs when an abnormality occurs on the communication between the endoscopes and processors. The error likely occurred due to failure of the scope socket. Olympus will continue to monitor field performance for this device.